Manufacturer narrative:
(B)(4). This customer has reported an intermittent failure to power on. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
This customer has reported an intermittent failure to power on.